Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would not go into standby. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was removed from service and requested onsite service to check the unit. This investigation is ongoing.

Manufacturer narrative:
H10: on 18jan2024, the field service engineer (fse) went to the customer site and replaced the gas delivery system (gds) to resolve the issue. The fse completed a performance verification test (pvt) and the device passed all testing included in the pvt. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.